Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to the emergency room due to excessive bleeding after inserting a sensor. The customer was told, she hit a capillary, and was treated. Found that the angle the customer is using is a bit too deep for her body type. Advised to insert at less of an angle. Nothing further was reported.